Event description:
It was reported that the device was explanted due to unk reason. Implant duration 0 days. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.